Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex contour profile moderate 350cc saline breast prosthesis, cat. #3542913, lot #167872. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation procedure with mentor siltex contour profile moderate 350cc saline breast prostheses. The patient developed capsular contracture in both breasts (baker grade iii in left breast, baker grade IV in right breast) after implantation. Bilateral capsular contracture was diagnosed during a mammogram. As a result, the patient underwent bilateral explantation and replacement with unspecified breast prostheses on (B)(6) 2018. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
In the initial report for this event, it was reported to the FDA that the implantation date for the suspect medical device is (B)(6) 1988. The correct implantation date is (B)(6) 1998. On 03/29/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).